Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the basal history does not match the active basal program. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2017 with the following findings: a review of the black box showed the user had manually changed the basal program units per hour which caused the basal change history to appear inaccurate. The pump was run for 24 hours at a 1 unit per hour basal rate. At the end of testing the basal history correctly showed 1 unit and the total daily dose showed 24 units. No hypersensitive or stuck keys were found. The basal history recording defect complaint was unable to be duplicated during investigation. Unrelated to the original complaint, the display had a pink contrast. Additionally, the battery compartment was cracked at the case seal to the left of the bumper pad.